Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported an adverse event after passing through an airport body scanner while wearing an omnipod insulin pod. The patient and their spouse were traveling from the UK to spain for vacation. On the evening of may 03, the patient started having difficulty with speech, felt fatigue, and became unresponsive with abnormal breathing and foaming, and an ambulance transported them to a hospital in the málaga area. The hospital documentation indicated hypoglycemia and repeated intravenous glucose administration. The patient¿s blood glucose levels were reported to be 34 mg/dl (1.9 mmol/l) while wearing the pod on their abdomen for 72 hours or longer. The patient mentioned having several sensors attached to them while in the hospital, there may have been more medication, but they could not recall. The patient stayed in the hospital approximately 16 hours. The pod was reportedly removed while in the hospital. The patient mentioned prior contact with omnipod earlier in the week for a system reset due to discrepancies between the sensor and fingerstick readings. The agent advised that body scanners are not recommended for pods, suggested manual screening, and discussed that a damaged pod could misdeliver insulin.